Event description:
Medical affairs was unable to get a hold of pt to obtain more clinical info and will be sending a letter. Based on the info provided, medical affairs is documenting this case as a meter malfunction. When powering the meter on, pt had obtained an error 5 message. No info on whether pt experienced any symptoms. Pt contacted emergency services, and was treated with glucose. Unknown what their blood glucose level was when paramedics arrived. Customer service was unable to resolve the issue and sent pt a new meter.